Manufacturer narrative:
(B)(4 was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device/devices in relation to the reported event. The reported event could not be confirmed. The device was related to the reported event; however there is no evidence to suggest that a device malfunction caused or contributed to the reported event. With review of the reported information and analysis of the returned device with no confirmed malfunction, a root cause cannot be determined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The manufacturer will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report. Information for use states: the controller is a microprocessor unit that controls and manages the system operation. It sends power and operating signals to the blood pump and collects information from the pump. When connected to a controller, the monitor receives continuous data from the controller and displays real-time and historical pump information. Do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors. The company is seeking this information through the event investigation.

Event description:
It was reported from the netherlands by the ventricular assist device (vad) coordinator that patient was on the ward after vad implant and they were unable to connect the controller with the monitor through the data port. The clinical specialist advised that the controller be exchanged after trouble shooting the monitor and cables. It is reported that there was no consequences or impact to the patient from this event. No additional information was provided.

Manufacturer narrative:
(B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device/devices in relation to the reported event. The reported event could not be confirmed. The device was related to the reported event; however there is no evidence to suggest that a device malfunction caused or contributed to the reported event. With review of the reported information and analysis of the returned device with no confirmed malfunction, a root cause cannot be determined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. The follow up #1 was submitted on 01/23/2016 but there was no acknowledgements received. A second attempt was performed on 01/26/2016 and the acknowledgement came back as a duplicate. The manufacturer has reviewed all documents and files to check for duplicates none were found. Follow up #2 has been created to attempt to complete filing.